Manufacturer narrative:
(B)(4).

Event description:
On 22jan2015 a patient (pt) called our firm to advise that he/she had an acuvue oasys for presbyopia contact lens (cl) tear while wearing the lens in the past week. The pt advised that his/her eye was ¿sore and red upon removal of the lens.¿ the pt also advised that he/she ¿is having trouble adjusting to the presbyopia lens and still has not discussed with his/her eye care professional (ecp). On 05may2015 a call was placed to the pt. The pt advised that he/she returned the suspect lenses to an on-line provider. The pt also advised that he/she was ¿diagnosed by the ecp with calcium build up and infection.¿ on 22may2015 a call was placed to the pt¿s ecp and additional information was requested. On 30jun2015 a call was placed to the pt¿s ecp and additional information was provided from the office staff as follows: the representative advised that the ¿infection¿ was recurrent iridiocyclitis. No additional information was obtained. Additional calls were placed to the pt¿s ecp¿s office requesting additional information, but to date no additional information has been obtained. A lot history review was performed for lot # b00h12r and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.